Event description:
It was reported that pump generated cartridge alarm 20 and caller experienced cartridge alarms with consecutive cartridges, although issue did not occur during load process. There was no adverse impact to the customer¿s blood glucose level. Customer planned to continue using current pump with alternate insulin method if necessary, and technical support arranged replacement pump under warranty.